Event description:
Per the clinic, the patient experienced a lack of osseointegration (date not reported) resulting in fixture loss. The patient was reimplanted with a new fixture and abutment on (B)(6) 2013. The device is unavailable for analysis as of the date of this report, (B)(4) 2013.

Manufacturer narrative:
Device currently unavailable.